Manufacturer narrative:
Lot #: gd911528: manufactured from 05/20/22-05/27/22 and expiration date of 02/29/24. Lot #: gd911412: manufactured from 04/22/22 to 4/28/22 and expiration date of 10/31/23. Lot #: gd911733 manufactured from 07/13/22 to 07/22/22 and expiration date of 01/31/24. Lot #: gd912143 manufactured from 10/28/22 to 11/04/22 and expiration date of 04/30/24. There is a recall potentially associated with this issue: 1019003-02/01/2023-001-r. The reported lot was recalled. These devices are packaged in foil pouches, which may have been incorrectly sealed, i.e., the pouches may have open or weak seals. This could lead to exposure to air, resulting in insufficient iodine/dry sponge inside the minicap, which could lead to the potential for inadequate disinfectant. A review of the manufacturing record was performed for this lot number. During review, two nonconformances related to open/weak seals were identified. As a sample was not returned for analysis, further investigation into the cause could not be performed, and the cause of the peritonitis event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by abdominal pain and cloudy effluent. The patient reported the cause ¿could possibly be from the recalled minicaps¿; however, the pd nurse reported the patient did not report anything out of the ordinary with therapy. Three days after event onset, the patient was hospitalized for the event. Initially, the patient was treated with vancomycin, then discontinued when yeast was determined on the culture. The patient was discharged five days after hospital admission. The patient was recovered from the event. Pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
D4: lot#: gd911412, gd911733, and gd912143. H9: correction / removal report number: 1019003-02/01/2023-001-r. Should additional relevant information become available, a supplemental report will be submitted.